Event description:
BOSTON SCIENTIFIC RECEIVED EVENTS AS PART OF THE LAAO/NCDR REGISTRY FOR THE WATCHMAN LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICES, FALLING UNDER THE LEFT ATRIAL APPENDAGE OCCLUSION (LAAO) REGISTRY OF THE AMERICAN COLLEGE OF CARDIOLOGY'S NATIONAL CARDIOVASCULAR DATA REGISTRY (NCDR). THIS MANUFACTURER REPORT IS BEING SENT AS A REQUIREMENT UNDER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028. THIS SUPPLEMENTAL REPORT IS BEING FILED AS REQUESTED BY FDA TO INCLUDE PATIENT, DEVICE AND EVALUATION CODES IN THIS SUMMARY MARKER REPORT. THE DATA IS COLLECTED IN ORDER TO ASSESS WHETHER THE RATES OF SAFETY AND EFFECTIVENESS DURING EARLY COMMERCIALIZATION ARE CONSISTENT WITH PREMARKET FINDINGS. BECAUSE LAAOR DATA IS REDACTED BEFORE BEING TRANSMITTED TO BSC, THERE ARE SIGNIFICANT LIMITATIONS TO BSC'S ABILITY TO CORRELATE THE DATA TO INFORMATION PREVIOUSLY REPORTED FOR THESE 7 PATIENTS. THESE EVENTS ARE MOST LIKELY DUPLICATES WITH POTENTIAL FOR NON-DEVICE RELATED ADVERSE EVENTS INCLUDED.

Manufacturer narrative:
SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028. THIS SUPPLEMENTAL REPORT IS BEING FILED AFTER A RETROSPECTIVE REVIEW REQUESTED BY FDA TO INCLUDE H6 CODES IN THE SUMMARY 3500A. DATE OF EVENT: UNKNOWN.

Manufacturer narrative:
SUMMARY REPORTING EXEMPTION APPROVAL NUMBER E2017028. THIS SUMMARY REPORT REPRESENTS 7 PATIENT SERIOUS INJURY EVENTS.

Event description:
BOSTON SCIENTIFIC RECEIVED EVENTS AS PART OF THE LAAO/NCDR REGISTRY FOR THE WATCHMAN LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICES, FALLING UNDER THE LEFT ATRIAL APPENDAGE OCCLUSION (LAAO) REGISTRY OF THE AMERICAN COLLEGE OF CARDIOLOGY'S NATIONAL CARDIOVASCULAR DATA REGISTRY (NCDR). THIS MANUFACTURER REPORT IS BEING SENT AS A REQUIREMENT UNDER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028 FOR PRODUCT CODE NGV. THE DATA WAS DOWNLOADED SEPTEMBER 2019.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;11263535,,SI,70,WATCHMAN LAA Closure Device & Delivery System,WU2706,2993;11263545,,SI,364,WATCHMAN LAA Closure Device & Delivery System,WU2706,2993;11263551,,SI,714;723,WATCHMAN LAA Closure Device & Delivery System,WU2706,2993;11263556,,SI,183,WATCHMAN LAA Closure Device & Delivery System,WU2406,2993;11270021,,SI,157,WATCHMAN LAA Closure Device & Delivery System,WU3306,2993;11263568,,SI,776,WATCHMAN LAA Closure Device & Delivery System,WU3306,2993;11263575,,SI,470,WATCHMAN LAA Closure Device & Delivery System,WU2106,2993